Event description:
It was reported that the case was cracked. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed that the upper case was broken and the lower case was broken and contaminated. It was also noted that the battery release, all control knobs, lead flex cover and heart lead flex were contaminated, one printed circuit board flex was crimped, the heart wire contacts were patinated, the battery contacts were compressed, the battery drawer was broken and contaminated, the serial number label was damaged and the battery flex was corroded.